Event description:
A patient was being set up for treatment. The therapist pressed the meb's (motion enable bars) and the arrow keys and immediately noticed that the field size was changing and thought it was odd. She had not noticed the gantry was also moving. On the in-room monitor, another therapist observed the gantry moving and told the therapist with the hand pendant to stop. The therapist holding the hand pendant released the meb's and motion stopped. There was no patient harm.